Event description:
It was reported that the pulse generator exhibited backup vvi. Attempts to restore the device were unsuccessful. Due to inability to communicate with the pulse generator, it was explanted and replaced.

Manufacturer narrative:
Final analysis found no output or telemetry due to device battery voltage dropping below end of life (eol). The device was in backup mode due to multiple flipped bits. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
Na